Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred, and an issue with missing/invalid diagnostic data. (B)(4).

Event description:
It was reported that during a routine follow up, interrogation revealed a lack of diagnostic data and "???" Were displayed. It was determined that the device had suffered a partial reset and had reverted back to original parameters. The device remains in use. No patient complications have been reported as a result of this event.